Event description:
Facility equipment technician stated healthcare professional reported this device removed ultrafiltrate in less time than programmed. Hcp removed device from pt use. Technician stated there was no medical intervention necessary and no pt injury resulted. No further info is anticipated, however, should additional pertinent info become available it will be forwarded.